Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. During product analysis it was observed that the device had an electrical failure at the proximal end of the catheter, x-ray analysis confirmed that the electrical failure was caused due to a breakage of the coaxial cable. The reported complaint is not confirmed, since rather than a poor image, the electrical failure relates to a total loss of image. Also, the sheath assembly was observed kinked, and the imaging window was twisted. The tip was stuck in soft part of the guidewire and was bent. Regarding the electrical failure, a broken coaxial cable occurs due to the material characteristics of the coaxial cable and the drive cable. Since the drive cable is made of counter-winded coils, it has better elastic capabilities than the wire used for the transmission of electrical current to the transducer. This difference in elastic properties of the material causes that during the telescoping action, the drive cable is capable of elongating further than what the coaxial cable is capable of. If a certain threshold is exceeded, the coaxial cable could break, leading to a loss of signal transmission. Failures related to this issue are traced to design characteristics of the device, however, the pressure over the coax cable generate by the imaging window entanglement/twist, probably broke it. Regarding the imaging window twisted/ tangled found, this could have been caused by the action of advancing the tip over the floppy end of the guidewire, since according to the labeling review, this can cause the guidewire to buckle into a loop which the catheter. Regarding the tip bent, this could be caused by the imaging window twist, since the buckle could reach the tip causing the bent. Regarding the observed kink in the sheath, this can occur in the procedure during the advancement maneuvers, since in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter. If the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the sheath could bend and consequently collapse into a kink.

Event description:
It was reported that an image issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the image was unstable. The catheter was removed from the patient normally and was replaced with another of the same. This fixed the image issue, and the procedure was completed successfully using the new catheter. There were no patient complications. Analysis of the device revealed that the imaging window was twisted.